Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the light crystal display (lcd) screen was damaged and not functional, and unable to see data. The device was scrapped. Additional findings not related to the malfunction/issue were damage to the front enclosure, rubber feet missing, and unable to confirm that the right-side enclosure was not aligned on the device.